Event description:
It was reported that a pump was alarming. The pump was powered off and powered back on. The settings were reviewed and powered pump off (nd alarm- pump won't run). Closed clamp and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected.